Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50 serial number: (B)(6). Batch/lot number: 17242143 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6). Batch/lot number: 17242143 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30 serial number: (B)(6). Batch/lot number: 17297398 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30 serial number: (B)(6). Batch/lot number: 17297398 model/catalog description: splitter 2x8 kit-sterile unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 17333110 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).